Manufacturer narrative:
Peritoneal dialysis (pd) patient clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. Per the peritoneal dialysis registered nurse (pdrn), the events were unrelated to the use of any fresenius device(s) or product(s), as the cause was attributed to touch contamination due to poor aseptic technique. Staphylococcus aureus is commonly found in mucous membranes and the skin of humans and is usually indicative of touch contamination. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis registered nurse (pdrn) indicated that a peritoneal dialysis (pd) patient had a history of peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) reported that the patient¿s reported history of peritonitis was a singular event on (B)(6) 2019. The pdrn stated that the patient presented to the outpatient home dialysis clinic on approximately (B)(6) 2019 with abdominal pain. A peritoneal effluent fluid culture was obtained and was positive for staphylococcus aureus, and a cell count revealed an elevated white blood cell count (results not provided). The patient was treated with intraperitoneal vancomycin (dose, frequency, duration, route not provided), and has recovered from the events. Per the pdrn, the events were unrelated to the utilization of any fresenius product(s), and/or device(s). The cause of the peritonitis was touch contamination, due to the patient¿s poor aseptic technique. The patient was treated as an outpatient, and continued ccpd therapy utilizing the same liberty select cycler as before the events.

Manufacturer narrative:
(Initial report) the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. However, no information was found of the reported product number has been delivered to this account. Since the complaint sample is not available for evaluation and no information was found during the manufacturing review, the alleged event could not be confirmed. In addition, the user guide was reviewed and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time the reported incident could be attributed to end user error in accordance to the complaint description. The device history record review was not performed since the lot number is unknown and no information was found during the manufacturing review from this account related to the reported product number. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.